Manufacturer narrative:
Updated fields: h6, h10. Corrected fields: h8 (inadvertently missed), h10 (cds information was inadvertently missed on the initial). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. It is unknown if there was a delay to the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brush, or sponge. Lastly, the nozzle was flushed with a detergent solution. The event can be detected and prevented by handling the device in accordance with the following IFU: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 " preparation and inspection" shows how to detect the event. Evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 "cleaning, disinfection, and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus evis lucera gastrointestinal videoscope, to the olympus service center indicating spontaneous switch freeze or release issue. Upon inspection and testing of the returned device, it was observed that the nozzle had foreign material. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, due to a pinhole on the channel-tube, water tightness was lost, the connecting tube had a scratch, the distal end had a scratch, the adhesive around the light guide lens was peeled, the light guide had discoloration, the objective lens had a chip, the protector of universal cord on the standard-connector side had a scratch, the paint on the suction-cylinder was peeled, the lock mechanism (fe) lever, the fe knob, the right/light known. The up/down knob, the standard cover, and the bending section cover (a-rubber) had scratch, the control unit was dirty due to water leakage, the connecting tube had a wrinkle, due to a dent on channel-tube, forceps could not be inserted smoothly and due to corrosion, switch 1 did not work. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.